Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak at the return screwed connector. The specific defect that allowed the leakage was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be user error as the customer event occurred after the product expiration date and should not have been used. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the return line connector of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.